Event description:
It was reported that during an implant attempt, the helix would not deploy. It was also reported that upon removal of the lead, the helix mechanism was tested and would still not deploy. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor connector pin was found to be bent. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.